Event description:
It was reported that the tip broke off of the universal handpiece during testing. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The customer comment of the handpiece having a broken tip was confirmed during service evaluation. During service evaluation it was observed the angle nut was missing due to damage. Based on the device instructions for use, a deformed angle nut can be caused by over torquing of the angle nut while attaching a tip to the handpiece. The device was unable be repaired and was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the tip broke off of the universal handpiece during testing. There was no patient involvement, and no user injuries or adverse consequences.